Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm commander delivery system, the balloon was over-aligned while positioned in the descending aorta. The valve was not positioned between the alignment markers. This was identified prior to deployment. An attempt was made to retract the valve into the sheath to remove the system as a single unit and restart the procedure; however, the valve could not be re-sheathed. The physician wanted to partially deploy the valve, come down on the balloon, gently advance the balloon and then go back up on the balloon for full valve deployment. The first commander balloon inflation only flared the outflow portion of the valve. At that time, the valve was stable within the annulus, and the patient remained stable. The physician withdrew the delivery system from the patient and attempted to use a 24 mm non-edwards balloon for a second inflation focusing on the inflow section of the valve. When attempting to cross through the valve, the valve pushed through into the left ventricle. The patient remained stable and was taken to the operating room for retrieval of the transcatheter valve from the left ventricle. The device was discarded and is not available for return.

Manufacturer narrative:
The investigation is ongoing.